Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a followup report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age&gender unknown), the device displayed a "defib fault 76" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.